Event description:
Patient provided their weight information and stated the device was discarded. Patient was going to have a lumbar fusion, so did not help because of the nerve being pressed on by the bone.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient hadn't used the ins in a while because it wasn't providing anything. The patient clarified that the stimulation wasn't hitting the area heneeded stimulation in which was first noticed 2 months after implant. He was meeting with a rep on (B)(6) 2020 for reprogramming, and mentioned they had tried reprogramming in the past as well. Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the stimulation not being in the correct location was that the patient is not sure if the leads moved, but his health care professional might remove the system. The patient is getting a second opinion on if moving lower will help. The next steps to resolve the issue are still in the works as the stimulator was reprogrammed which did not resolve the issue. Additional information was received from the patient. It was reported that the surgeon who put the device in wanted to remove it, but the patient was seeing another surgeon to get their opinion on repositioning the device or getting a spinal fusion. The patient was not sure if it would help their condition. Pt explained he is getting the ins removed because it is "not working". Pt states he is getting the entire scs system removed and will be having a back infusion.